Event description:
Reportedly, while pacing a patient, the device pacing current intermittently went to 0ma. No device alarms were reported at this time. No patient data was reported. The reporter stated patient outcome was not affected due to continued device use.